Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed chafing/an abrasion on the right side under a therapy electrode of the lifevest. The area was described as having "little bumps" and as a red irritation. The patient went to an urgent care clinic and was told to use "triamcinolone acetonide cream usp". Follow-up indicated that the cream was working and that the rash was healing.